Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 25 mg/dl. The cause of low bg was unknown. The customer received third party assistance from emergency medical technicians (emts), who provided an IV of sugar water to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.